Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device had been in operation for more than 14 years, and it is likely that the harness between the power switch and the power supply unit had been worn out due to repeated use over time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty switch harness that would not stay depressed.

Event description:
A user facility reported to olympus that the when they pressed the power button to turn on the cv-180 light source, the unit turned on but when the button was released the light source powered off. The problem, as reported to olympus, was identified on preparation for use. The intended procedure was completed using the same device with no delay. There was no patient injury or harm, associated with the problem, reported to olympus.